Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees3287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a magnet break off a line while we were inserting it. Chest xray verified that it was present in the patient¿s lung." "What they¿re being treated for: tpn." "Other relevant history: patient with history of multiple infections requiring IV antibiotics and PICC line placement." "Does the patient have an infectious disease?: hx of mrsa and vre."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken tls stylet is confirmed; however, the exact cause is unknown. One tls stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the stylet appeared to be missing and bends were observed in the stylet proximal to the break site. A microscopic observation revealed the polyimide tubing at the break site was plastically deformed and folded over the distal end of a magnet. While the exact cause of the break in the returned stylet could not be determined from the evidence observed on the returned sample, possible causes of the break include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance.

Event description:
It was reported "we had a magnet break off a line while we were inserting it. Chest xray verified that it was present in the patient¿s lung." "What they¿re being treated for: tpn" "other relevant history: patient with history of multiple infections requiring IV antibiotics and PICC line placement" "does the patient have an infectious disease?: hx of mrsa and vre".